Event description:
It was reported that, during an office follow-up, the device had a patient data alert. The implant date section on the interrogation printout has question marks on it. The patient stated they had a surgery recently. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Either an automatic or manual setup will get a new date in the device memory. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.